Event description:
It was reported the physician noticed cerebrospinal fluid leak during the trial lead implant procedure. Follow-up revealed the patient did not exhibit any adverse effects. The trial was successful and the patient plans to have a permanent scs system implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.